Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The device was investigated for the display allegation. The issue regarding the buttons was not evaluated.

Event description:
It was reported that "one of the buttons of the pump has not woked for a while". No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.